Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct relationship between the device and the reported cardiac arrhythmias, peripheral thromboembolism, hepatic dysfunction, right heart failure, infection, and patient conditions could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 16oct2020. The heartmate 3 lvas IFU (rev. C) is currently available. Cardiac arrhythmia, hepatic dysfunction, and right heart failure are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Care instructions regarding preventing infection are provided in various sections of the IFU. The heartmate 3 lvas patient handbook, rev. C. Contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient sustained multiple rib fractures during the heartmate device implantation procedure on (B)(6) 2020 in order for the surgeons to gain access via bilateral thoracotomy. Rib fixation was performed on the same day. The site reported a complicated post-operative course, but stated that none of the following negative outcomes were likely to be device related. The patient experienced liver dysfunction on (B)(6) 2020. Vasoplegia was reported and verified with multiple clinical values on (B)(6) 2020. A transthoracic echocardiogram (tte) showed a severe decrease in biventricular function and the aortic valve was not opening well. It was noted after treatment with intravenous pressors and lasix, a repeat tte showed biventricular dilation had improved. On (B)(6) 2020, the patient experienced atrial fibrillation with rapid ventricular response. They were given three 150mg boluses of amiodarone over two hours. Atrial fibrillation continued with right ventricular response and rates in the 140s-150s. Central venous pressure was rising. There was concern for worsening right sided heart function. The patient underwent cardioversion to sinus tachycardia. The patient was also reported to have developed a major infection. On, (B)(6) 2020, patient developed a fever with a maximum temperature of 38.4 degrees celsius. They were pan cultured on (B)(6) 2020. On (B)(6) 2020, a respiratory culture came back positive for enterobacter. Urine and blood cultures were negative. Patient was started on intravenous cefepime on (B)(6) 2020. The patient was noted to have hyponatremia with sodium levels decreasing from (B)(6) 2020 to (B)(6) 2020. The patient experienced another arrhythmia on (B)(6) 2020 and underwent cardioversion to sinus rhythm. A transesophageal echocardiogram on (B)(6) 2020 ruled out thrombus formation in the left atrial appendage or in the body of the left atrium. On (B)(6) 2021, the patient suffered a fall. Patient was standing on a scale to have weight taken and legs buckled. Patient suffered no trauma to head and the event was resolved without sequelae. Patient's mean arterial pressure was 59 at the time. On (B)(6) 2021 an upper extremity venous doppler ultrasound came back positive for non-occlusive deep venous thrombus within the right internal jugular vein with decreased clot burden since a prior ultrasound dated (B)(6) 2020. The patient was positive for nonocclusive deep venous thrombus within the left subclavian vein. This was new since patient's prior ultrasound dated (B)(6) 2020.